Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when installing water, the team observed a hole in a kangaroo equipment bag. Additional information was received and stated that the hole was observed when the customer was filling the bag with water and leakage was noticed. There was no patient harm reported.